Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected. During deployment, the valve was recaptured 3 times due to a shallow implant depth. The temporary pacemaker was turned off, and upon release of the valve, the valve dislodged. A second non-medtronic valve was implanted. Per the physician, the cause of the dislodge was due to the temporary pacemaker being turned off. No additional adverse patient effects were reported. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. No expansion issues were noted. The depth was 2 mm on the non-coronary cusp during deployment, and approximately at the level of the sinotubular junction following dislodgement.

Manufacturer narrative:
Updated data: b5. Corrected data: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; product ID l-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected. During deployment, the valve was recaptured 3 times due to a shallow implant depth. The temporary pacemaker was turned off, and upon release of the valve, the valve dislodged. A second non-medtronic valve was implanted. Per the physician, the cause of the dislodge was due to the temporary pacemaker being turned off. No additional adverse patient effects were reported.